Event description:
The lateral poly a insert appeared to lift from the tibial tray when the knee was brought through range of motion intraoperatively. The lateral b insert was implanted to complete the surgery. The lateral b insert is 1mm thicker than the lateral a insert.

Manufacturer narrative:
Review of the device history record indicates that the device was manufactured to specification. Returned device eval: the lateral a was returned for investigation. Visual examination of the returned insert shows damage to the snap feature was noticed on the returned insert which is indicative of an unsuccessful assembly. Additionally, damage was observed on the anterior wall near the area of the locking tab. The damage observed indicates that full engagement of the locking mechanism may not have been achieved resulting in the insert lifting during range of motion intraoperatively.